Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was hot due to the temperature outside. While attempting to boot up, the programmer powered down. During the next two attempts to power up, the programmer displayed error screens. The programmer was allowed to cool down and then powered up again. The programmer remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.